Manufacturer narrative:
On 01/13/10, response from sales representative indicates that device is not available for return due to no patient consent for release from patient or patient's family. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
Reportedly, a 7200tfx, 27mm was explanted following implant due to a free wall tear resulted in bleeding. Valve was explanted and replaced with a 23mm, 2700tfx. No additional information is available at this time.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip of the harmonic curved shears insert accessory, which was inserted into the harmonic curved shears instrument, became unattached and fell into the patient. The insert was retrieved and the planned surgical procedure was completed with no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
A free wall tear resulted in bleeding.no product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.